Event description:
On (B)(6) 2014, the patient underwent surgical intervention for an issue related to the lead that was reported under MFR. Report #: 1627487-2014-02378. During the procedure, the ipg was found to be inoperable due to the patient not recharging it as recommended. As a result, the ipg was explanted and replaced. Stimulation was restored post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.